Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Since an abnormal image due to chipping on the probe unit was observed, it is considered that external force may have been applied to the distal end. The likely cause of the reported image issue was attributed to external force was applied to the distal end and the probe unit was damaged. As stated on the IFU and as a preventive measure, the user manual states: important information ¿ please read before use - do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the probe unit at the distal tip had a deep dent on the plastic cover. Additionally, the adhesive of the light guide lens at the distal end was peeling. The ultrasound image had one broken element and minor peeling to the insertion tube, light guide tube and ultrasound cord. The up/down control knob movement was loose. The scope was repaired to standard specifications and returned to the customer. A review of the scope's repair history shows the scope was last serviced via repair on (B)(6) 2019 due to probe damage and 20 plus broken elements in the ultrasound image. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the ultrasonic gastro-videoscope has broken crystals in the tip. No patient injury or harm was reported.